Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump stated that the volume delivered and complete however amount in bag or bottle did not change. It should have occluded but no occlusion alarm occurred. The set pump up for a 20 ml delivery over six hours. Tried multiple times to restrict flow without getting occlusion alarm. It could never get pumped to not deliver and not alarm. It would always alarm. In the end pump says 20 ml delivered and recorded value is 20 ml. The unit was tested but no problem found. The problem was found during delivery at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.